Event description:
Pt was found sitting upright on floor lateral to the bed, arms extended over their head and entangled in the chest posey. The posey was still secured to the bed. The pt was unresponsive, no pulse and no respirations. CPR was initiated and the pt was resuscitated. The pt's family requested to discontinue any life support measures and continue with comfort measures only. Two days later at 0245 the pt expired.